Event description:
A customer reported that their AED will not power on but powered on with a spare battery pack. They reported that this did not occur during patient use.

Manufacturer narrative:
The investigation of the AED associated with this complaint is underway and the root cause is not currently known. Should additional information become available a follow-up MDR shall be submitted.